Event description:
It was reported that the air dermatome handpiece unit is still not working. Issue was that the device would not power up and was noticed prior to surgery. An alternate device was retrieved for use during the surgery, and ther was no delay reported.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.